Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an emergent pre-operatively ruptured abdominal aortic aneurysm. It was reported that the stent grafts were implanted successfully and there were no endoleaks at the end of the procedure. Approximately 40 minutes after leaving the operating room the patient¿s blood pressure dropped and the patient passed away. The physician commented the cause of death was due to the pre-operative rupture; therefore, there was a high possibility of having other damaged vessel sites. The physician stated that there was little possibility of causality between the death and the implanted stent grafts.

Manufacturer narrative:
(B)(4): off¿label, unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).